Manufacturer narrative:
Model number/catalog number: sc-1160, serial number:(B)(4), batch/lot number: 336583, model/catalog description: spectra wavewriter ipg kit.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was buried deeper into the pocket. The patient was doing well postoperatively.